Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm adapter / connector defective / damaged when using an indwelling needle, a crack was found in the cap of the indwelling needle, resulting in fluid leakage.

Manufacturer narrative:
1. DHR/bhr review lot#3353661 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3360987 and 3360983, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. Please see the attached test report. Conclusion(s): no abnormalities are found in the process and retained sample. The root cause of the crack at the prn cannot be determined because no defective sample is received and the status of the crack cannot be identified. The plant will continue to track and trend the issue.

Event description:
No additional information provided.